Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during idiopathic ventricular tachycardia (idvt) ablation procedure with qdot micro catheter and the patient experienced complete heart block treated with a pacemaker. It was reported that when they came on ablation with a qdot micro catheter the force reading on the dashboard would spike 50 grams. The cable was replaced without resolution. The catheter was replaced, and the problem was resolved. The case continued. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that the patient had a complication during the case and went into complete heart block. After they came on ablation the patient's ventricular heart rhythm dropped. This was confirmed by EKG and pacing. The last known status of the patient was that vitals are stable and are currently being monitored and prepped for a pacemaker implant. The information received indicated that the physician¿s opinion on the cause of this adverse event was procedure. The medical intervention provided for adverse event was a pacemaker.